Event description:
The consumer was going down the stairs of their deck when the right front wheel allegedly came off the rollator. When consumer went to pick up the wheel, their hip made a popping sound. Consumer went to the hosp and was allegedly diagnosed with a dislocated hip.